Event description:
Customer stated that she had high blood glucose of 242 mg/dl because her insulin pump was not working correctly. Customer stated that she had an MRI test and the insulin pump started to alarm motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test. Insulin pump received with minor scratched lcd window. Cracked case at display window corners.